Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized for what she believed was an infection; however, her blood glucose kept climbing and reached as high as 600 mg/dl. The patient could not get her blood glucose to decrease below 500 mg/dl. The customer was treated via IV drip. The cause of the high blood glucose was a bent infusion set cannula. The customer had to change her site three times in order to properly receive insulin. The customer mentioned that one area on her body had hard spots that caused the cannula to bend. No products were returned or replaced.